Event description:
It was reported that pump touchscreen was frozen. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to perform a pump reset, and after reset customer was able to use touchscreen again with no further issues reported.